Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test reaction as negative. Incident occurred on (B) (6) 2008. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. A review of the provue tiff image and log files by ocd revealed that the gel card image appeared slanted. An ocd field engineer arrived at the site and performed reader camera, gripper and optics adjustments. Qc testing was conducted and passed. The fe indicated the sample in question was not reacting as expected due to the age of the sample, however, all of the provue adjustments were within specifications. This customer has not logged any complaints against this analyzer since this incident. (B) (4).